Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation both response buttons were non-functional. The cause for the failure was defective response buttons. The root cause for the defective response buttons could not be positively identified. There are no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.